Event description:
A (B)(6) male pt called zoll customer support to report that his battery would not charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't charge) has been confirmed. Upon eval, the battery pack was completely dead with 0v output. The battery pack would not charge when placed in the charger and would not power up the monitor. The root cause of the defective battery pack is still under investigation. The defective battery pack has been sent to the vendor to continue root cause analysis. A supplemental report will be submitted upon receipt of completed root cause analysis. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.